Manufacturer narrative:
E1- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported intermittent appearance of white light during inspection for use procedure involving an olympus xenon light source. There was no patient injury reported.